Event description:
A biomedical engineer reported experiencing intermittent footswitch control issues during a cataract procedure. The footswitch was exchanged to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).